Event description:
Related manufacturer reference numbers: 2017865-2021-36542. Related manufacturer reference numbers: 2017865-2021-36541. New information received notes that the pacemaker was explanted and replaced. It was also noted that the new pacemaker and the chronic atrial lead exhibited re-occurrence of under-sensing and inappropriate automatic mode switch due to noise over-sensing. Programming changes were made. Patient condition was stable.

Event description:
Related manufacturer reference numbers: 2017865-2021-36542. Related manufacturer reference numbers: 2017865-2021-36541. New information received notes that the pacemaker was explanted and replaced. It was also noted that the new pacemaker and the chronic atrial lead exhibited re-occurrence of under-sensing and inappropriate automatic mode switch due to noise over-sensing. Programming changes were made. Patient condition was stable.